Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range (oor) pacing impedances on the left ventricular (lv) lead, measuring greater than 3000 ohms. It was noted the patient had felt tired the past 3 months. The patient's lv lead was a non-boston scientific product. Troubleshooting was performed and it was determined that the impedances were within normal limits, if the vector didn't contain electrode ring 3. Subsequently, the device was reprogrammed. This crt-d and lv lead remain in service. No adverse patient effects were reported.